Manufacturer narrative:
(B)(4).

Event description:
The consumer reported an inability to recharge. Recharging best practices were reviewed and a reposition antenna screen was shown. C communication was possible with another external device. The patient saw the recharge stimulator screen. Attempting an antenna locate did not resolve the issue. The implantable neurostimulator (ins) was on the patient's back so she could not reach back there to do an antenna locate. The patient was going to wait for her husband to get home and call back to do the antenna locate. Later, the patient called back and they tried the antenna locate feature and was only able to get up to a 46. This resulted in a brief charge session before the patient saw a power on reset (por) on the screen. The patient was unable to continue charging after the por. There was poor communication on the patient programmer at this time as well. During the call the patient and her husband tried connecting with the patient programmer with and without the antenna and there was poor communication each time. Communication was not possible with the implantable neurostimulator recharger (insr). The insr only showed the reposition antenna screen. An antenna locate feature was performed and they were able to get between 32-44 and following the antenna locate the patient was still unable to connect the insr to the ins. The patient had turned the stimulation off herself earlier. The last successful recharge was (B)(6) 2016. It was noted the patient was in so much pain because she did not have the stimulator. These issues occurred on (B)(6) 2016. When the patient tried charging on (B)(6) 2016, she began seeing the reposition antenna screen. Usually the patient charged every 4-7 days depending on how charged the ins got. On (B)(6) 2016, the patient was only able to recharge briefly. It was noted the patient had gained about (B)(6) pounds and felt like the ins had moved toward her spine and the patient thought it was hard to find the ins. When the patient asked her husband, he did not think the ins was any close to the spine. The patient was to follow-up with the healthcare provider (hcp) to check the ins for a shallow overdischarge, assistance in restarting, or troubleshooting the external devices. Later, the manufacturer's representative (rep) reported an alleged overdischarge. The rep confirmed the overdischarge on (B)(6) 2016. One 60 minute countdown was performed and the patient would continue charging. The por would be cleared when charged enough. Relevant medical history included chronic low back pain and spinal pain. It was noted that the patient had bronchitis unrelated to the ins as well.